Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced recharge burden and was not maintaining 24 hours of therapy between recharges. To address the issue the patient underwent surgical intervention of ipg replacement and post operatively therapy was restored effectively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.